Manufacturer narrative:
No UDI available. Conclusion: during initial first fitting the patient had no gain from the implant system. A revision surgery took place to re-position the ow coupler. After this re-positioning surgery the patient has benefit from the implant system, therefore it is assumed that the device had been misplaced during initial implantation surgery. The concerned device remains implanted and in use.

Event description:
The patient had no hearing at first fitting. A revision surgery for repositioning the oval window coupler took place under general anaesthesia. Additional information received stated that the patient has now adequate access to sound and benefits from the implant.

Manufacturer narrative:
No UDI available. The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Event description:
It was reported that the pt had no hearing at first fitting. A revision surgery for repositioning the coupler took place under general anaesthesia. The fitting is planned for (B)(6) 2015.